Event description:
A (B)(6) pt underwent nanoknife ire treatment for liposarcoma cancer on (B)(6) 2010. During the treatment an event was reported for high current conditions. The generator had over current problems and popping noises were heard at the electrode probes. Surgeon reported that in both lesions the ablation zone was getting hot to touch and flooded the area with saline.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics for eval. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order record for the generator opened on the day of the reported incident. The record shows no work required to the generator, the issue was related to a known 2.1.0 software bug being addressed in a future version. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).